Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the information. The lot number was not provided by the hospital; therefore, the lot number and expiration date are unknown. The angiosculpt device was returned for evaluation. During visual investigation, it was confirmed that the shaft burst proximal to the proximal bond. The proximal bond was slightly damaged and the treatment port was lacerated . During functional testing, the device was inflated to less than 1 atm, at this pressure the shaft burst was confirmed. The device manufacture date is unknown. The lot number was not provided by the hospital. The user inflated the angiosculpt device above the rated burst pressure (rbp) of 20 atm. The angiosculpt ptca scoring balloon catheter instructions for use (IFU) lists under warnings to not exceed the rbp during inflation.

Event description:
The angiosculpt device was used in the circumflex artery and inflated to 26 atm. The device was retracted and inserted into the left anterior descending (lad) artery. The balloon was inflated in the lad and images on the angiogram showed irregularities on the balloon shaft. The device was deflated and removed from the patient with no patient injury.